Manufacturer narrative:
Additional information was requested and the following was obtained: is the exact number of events known: they didn¿t inform. They only reported that are several events and they occur with frequency. Is the quantity of sutures that had a thinner diameter known: not informed. The surgeon reported ¿several events¿. Can you identify the product code and lot number of the product that was used: not informed.

Manufacturer narrative:
(B)(4) date sent to the FDA: 10/10/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the exact number of events known? Is the quantity of sutures that had a thinner diameter known? Can you identify the product code and lot number of the product that was used?

Event description:
It was reported that the patient underwent a unknown procedure on unknown date and the suture was used. During the procedure, the suture thread is thinner than the actual suture diameter. The procedure was completed with other suture. There were no adverse patient consequences reported. Additional information has been requested.